Event description:
The customer observed a recurrent architect i2000sr error code 1007 (unable to process test, activated read failure) when reaction vessel (rv) lot 69340p100 was in use. The customer replaced the trigger sensor but the issue was not resolved. The customer replaced the lot of rv's and the issue was resolved. The customer requested reimbursement for the trigger solution. There was no impact to patient management.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported an angio-seal vip was deployed without complications. The patient returned home and developed a 41 degree celsius temperature. She was admitted back into the hospital with a red and swollen groin. A culture was taken which revealed a staphylococcus infection. It was unclear when the infection developed. The patient was not diabetic or allergic to beef. The angio-seal was removed six says after it was implanted, and the patient was reported to be fine. Antibiotics were also given. The surgeon later reported that the patient had an acute infection in her superficial femoral artery which resulted removal of it. The femoral profunda was kept and then sutured. However, one day later, the groin began to bleed. The patient returned to surgery and the vessel was excised to remove the infection, and the patient returned to the ward. The surgeon indicated that she might lose her leg. The nurse manager stated that she was certain that it was not the angio-seal device that caused the infection.